Event description:
It was reported that out of the blue, a couple days prior to the date of this report the patient¿s hand started to shake real bad. The patient could not even write her name legibly and had difficulty eating. It was also reported that the patient had been having trouble reading small print, but it was thought to be due to aging. There was no known accident or incident related to this. The implantable pulse generator (ipg) had not been checked with a clinician programmer for about two years. It was reported that a new battery was put in the patient programmer, but it wasn¿t working. When the button to turn it on or off was pressed, it usually beeped; however, on the date of this report ¿it would not do anything¿ though the light would come on. The patient programmer was checked, but it passed the self-test. It was thought that there was probably an issue with the battery in the ipg. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information stated the patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2013. It was stated the battery ¿had reached the end of its normal life.¿ it was noted the surgery was ¿performed with no issues¿ and the patient was discharged.

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: 2009, product type: extension. Product ID 3387s-40. Lot# v054604. Implanted: 2009, product type: lead. Product ID: 7438, serial# (B)(4) , product type: programmer. (B)(4).